Event description:
During the eval of a returned spectrum infusion pump, multiple events of system error 105 were identified in the event history log. There was also no reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Review of the attached history log revealed multiple events of system error 105. This system error was unable to be reproduced during the eval. The motor was replaced as past repairs have shown that it is a known contributor to this system error.